Manufacturer narrative:
In a good faith effort (gfe) response received on (B)(6) 2023, it was confirmed that the touchscreen was replaced, and the device had been fixed. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working properly. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer informed philips that after calibration, the orientation still did not work properly. The customer was provided with a replacement touchscreen part number. Resolution is pending the delivery of the part. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6) reporter phone number: (B)(6)